Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed. The communication tool audio test was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. The communication tool intermittent audio test was performed and passed. Vibrator resistance was measured and found to be within specification. The reported event of no vibration was not confirmed. A probable cause could not be determined.